Event description:
Additional information received indicated the noise resulted in oversensing.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.